Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report. Product details: unknown ankle plate.

Event description:
The surgeon, sent a letter to the territory sales manager, on (B)(6) 2014 stating that the surgeon was performing an ankle fracture fix and that upon starting the operation and on having already exposed the fracture, he was informed that the plate required was not available and had not been put in the set. The surgeon reported that eventually a separate plate was found. The surgeon was shown the packaging and he asked for it to be opened and applied the plate. The surgeon reported that it was only when having fixed the plate to the bone that he was informed that the packaging indicated it was not sterile packed. The surgeon reported that the hospital were not able to find an alternative plate and so he cut short a longer, sterile plate and applied it to the bone having thoroughly irrigated. The surgeon also said that there was a 1 to 1.5 hour procedural delay and that there was no harm to the patient as of yet, and that the labeling should be more clear for non sterile implants.

Manufacturer narrative:
Evaluation summary: the reported event that a delay of up to 1.5 hours was caused by the healthcare professional not having an appropriate plate at hand during surgery, and applying an unknown non-sterile ankle plate to the patient wound without prior sterilization, and then cutting a sterile plate and implanting it does not report a device problem. The instructions for use for non-active implants contains the following statement related preparation, labeling of sterile and non-sterile devices and damage of devices: ¿ [¿]implant selection and sizing: the correct selection of the fracture fixation appliance is extremely important. Failure to use the appropriate appliance for the fracture condition may accelerate clinical failure. [¿]ensure that all components needed for the operation are available in the operation theatre. [¿]avoid surface damage of implants. [¿] implants can be available in different versions, varying for example in length, diameter, angle, right-hand and lefthand versions, material and number of drilled holes. Select the required version carefully. [¿]products not labeled as sterile are non-sterile. The packaging of all sterile products should be inspected for flaws in the sterile barrier or expiration of shelf life before opening. [¿] ¿[original statement] a review of the device history was not possible because the lot number was not available. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. From the event description it can be concluded that the root cause of the delay was due to not having the appropriate plate ready in the operating room, then applying a non-sterile plate despite the labeling, and cutting another plate to fit the patient. If any further information is provided, the investigation report will be updated.

Event description:
The surgeon, sent a letter to the territory sales manager, on 23rd april 2014 stating that the surgeon was performing an ankle fracture fix and that upon starting the operation and on having already exposed the fracture, he was informed that the plate required was not available and had not been put in the set. The surgeon reported that eventually a separate plate was found. The surgeon was shown the packaging and he asked for it to be opened and applied the plate. The surgeon reported that it was only when having fixed the plate to the bone that he was informed that the packaging indicated it was not sterile packed. The surgeon reported that the hospital were not able to find an alternative plate and so he cut short a longer, sterile plate and applied it to the bone having thoroughly irrigated. The surgeon also said that there was a 1 to 1.5 hour procedural delay and that there was no harm to the patient as of yet, and that the labeling should be more clear for non sterile implants.